Manufacturer narrative:
Zoll has not yet received the autopulse lithium ion battery for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During a shift check, it was reported that the autopulse platform displayed a message of "replace/recharge battery; empty battery symbol" after a fully charged autopulse lithium ion battery (B)(4) was inserted. The reporter indicated that the battery had 4 green leds lit. According to the reporter, the issue was replicated several times with multiple platforms.